Manufacturer narrative:
Complaint statement co20-2100-395: we have no further inventory of the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states issues with k+'s running high on cobas instrument.